Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range high voltage lead impedance was observed in clinic. Further testing and a possible lead revision were recommended.

Event description:
New information received indicated that output anomaly was observed during a dft testing. The physician will explant the rv lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the device was replaced with the competitor product. The patient alleged that the nurse could not perform the defibrillation threshold test because there was a problem with the lead and the device.